Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2024 and a barbed suture was used. During the procedure, the suture broke in the middle, about the first or second pass. Another like device was used to close. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with possible multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the quantity of sutures "breaking in the middle about the first or second pass" during this procedure? ¿ it varies, I call in the complaint every time a suture breaks for them. H3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; one needle suture piece that pertained to the product code sxpp2b436. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture piece was examined, and the end of the suture was found with a horizontal cut probably caused by a surgical instrument. This product code sxpp2b436 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.